Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery in battery well 1, as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the issue could not be determined.

Event description:
The customer contacted physio-control to report that during defibrillator charging, the service light came on and the shock was not delivered. There was no patient use associated with the reported event, as this occurred during training.